Event description:
Manufacture received a report of an error on the display and the unit stopped ventilation during patient use. No patient harm or adverse consequence.

Manufacturer narrative:
Customer reported that the unit displayed error code 3. An error code 3 occurs when the calculated checksum of the software epom does not match stored value. The device will activate an internal alarm that will alert the care giver when this error occurs. Device will not be returned for evaluation. The report can not be verified by the manufacturer.